Event description:
Soon after start of the left knee arthroscopy, the tip of the serfas energy 90-s max 4.0mm disposable probe broke off in the joint. A small metal piece retrieved. A plastic piece fragmented and could not be found after thorough exploration.